Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. An analysis of the data logs was performed for the event date. The logs indicated that the sensor session began on (B)(6) 2026 at 6:30 pm with transmitter/wearable serial number (B)(6). The sensor session lasted 4 days and ended due to a manual stop on (B)(6) 2026. Around the time of the reported event (1/30/2026 at approximately 3:45 am) the estimated glucose values (egvs) were falling, however only reaching a low of 76 mg/dl at 4:45 am. No alerts were triggered because no thresholds were breached. The allegation and probable cause was undetermined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 health effect - clinical code - e2304 chills.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2026 around 3:45 am, the customer was not receiving any alerts on her mobile phone. It was initially showing 60 mg/dl, went down to 50 mg/dl, then to 40 mg/dl. The patient stated they didn't get an alert for these readings until the reading was showing low even though the low alert is set to 70mg/dl. The patient started experiencing symptoms of shaking, freezing, and couldn't feel her legs, rapid heartbeat, and was out of breath. Her cgm readings were only showing low, and when she took a bg it was at 28 mg/dl. She also stated that she was very close to falling into a coma. She stated that she took glucagon. At the time of the report, the patient was doing fine. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.